Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on march 23, 2026, the patient¿s blood glucose levels increased to above 500 mg/dl after approximately 4-24 hours of pod wear on the hip/buttocks, with blood glucose readings displayed as ¿high¿ on the omnipod system, which indicates levels above 400 mg/dl, and not decreasing despite administration of multiple correction bolus doses. The patient reported an ongoing bladder infection and being on antibiotic treatment prior to the incident, which may have affected her insulin needs. She subsequently developed symptoms including numbness and dizziness, which prompted her to seek medical attention. The patient contacted emergency medical services (911) and was transported to urgent care by ambulance, was subsequently admitted to the intensive care unit, and diagnosed with diabetic ketoacidosis. Blood glucose levels were reported as high as 1100 mg/dl at the time of hospital admission. Hospital treatment consisted of intravenous insulin infusion. The patient remained hospitalized for approximately five days and was discharged on march 27, 2026. The pod involved was removed and discarded at the hospital and is unavailable for investigation. Review of the patient¿s omnipod data confirmed the occurrence of an automated delivery restriction alert on the date of the event, and it was found that the patient was not following the correct method for delivering bolus doses, as she was selecting the option to use glucose monitor values; however, glucose monitor values exceeding 400 mg/dl cannot be used for bolusing.